Event description:
It was reported that prior to a transcatheter aortic valve procedure, a pre-implant balloon valvuloplasty was performed due to calcification. Subsequently, upon initial deployment to 80%, an infold was observed in the transcatheter aortic valve evfxplus-34 frame. The patient's anatomy and calcification were contributing factors to these issues. As a result, the valve was recaptured once, and a change out of the product was performed prior to implant. A different valve was successfully deployed without infold. There was a procedural delay of 10-minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012245466); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.